Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer experienced low blood glucose of 46 mg/dl on (B)(6) 2015. The customer was treated for the low blood glucose with food. The customer was informed that there could be many reasons for low blood glucose. The customer was assisted with issues regarding a circle in the reservoir compartment when they are low on insulin. The customer does not know why the circle occurs but the customer stated that they will call back if the issue occurs again. No further information was provided.